Manufacturer narrative:
This report has been identified as b. Braun medical internal report number (B)(4). One (1) sample and photos were submitted to the manufacturer for evaluation. Through visual examination of the photos, a dark filament of about 1.5 cm in length was observed stuck in the injection port bonding, between the bag tube and the component tang. Through visual examination of the received sample, the presence of two filaments in the same position showed in the photo was observed. The aesthetic appearance points to a tissue filament or human hair. The contamination is not in direct in contact with the fluid path and is not movable. A review of the device history record (DHR) was performed for the reported lot number and no abnormalities or non-conformances were noted during the in process or final product inspection. Reserved samples from the same lot number were examined; no deviations were found. Based on the investigation, the sample is not within specification and the reported issue was observed. The root cause of the issue is due to a cross contamination due to human error; the operator did not properly follow procedures for access to the clean room. Then, the issue was not detected during the in-process statistical controls. The production department will be notified about this issue. We will maintain this report for further references and continue to monitor other reports for similar occurrences. If any additional pertinent information becomes available, a follow up will be submitted.

Manufacturer narrative:
This report has been identified as b. Braun medical internal report number (B)(4). The investigation is ongoing at this time. A follow-up will be submitted when the investigation results become available.

Event description:
As reported by the user facility: a hair was noticed in the tpn bag after it has been compounded. Bag was still at the caps facility and has not been sent to customer.